Event description:
The reporter stated that the bolus history was reviewed and the pump recorded two boluses which the patient reported she did not deliver. The patient wears the pump exterior to her garment and uses a dry cloth to clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact and all buttons were found to be responding appropriately to presses. The pump was exercised for 24 hours and no umprogrammed boluses occurred. During investigation two test boluses were delivered and recorded correctly in the pump history. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.